Manufacturer narrative:
Corrected data. The device should have been non reportable as it met expected longevity.

Event description:
There were no known allegations of deficiency against the device as it met expected longevity.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.